Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150-160 units of insulin. The customer¿s blood glucose level was 172 mg/dl. Customer reverted to an alternate insulin pump. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.